Event description:
It was reported that the customer dropped his insulin pump in the toilet and was not working properly afterwards. The customer's blood glucose was unknown. The customer stated that it occurred after getting out of the shower. The customer stated that it was working fine, but that it later it stopped functioning. The customer stated that the display was blank but was still beeping. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had a completely cracked and bleeding display glass. It was unable to test due to damage and blank display window glass. Unit had dog chew marks on case and display window, minor scratched display window and cracked reservoir tube lip. Unit also had moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.